Manufacturer narrative:
Additional information has been provided in section b5 which was not included with the initial report.

Event description:
It was reported that the customer was using auto mode during the high blood glucose event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to customer was passed out and high blood glucose on (B)(6) 2018 with blood glucose of 357 mg/dl and current blood glucose level of 124 mg/dl. Customer¿s other blood glucose level were 163 mg/dl, 168 mg/dl and 104 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer treated with the intravenous. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.